Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the sensing electrodes. Patient advised something was burning his skin, his skin is sensitive, and he has round water blisters and bleeds. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told him he was allergic and allowed him to end use. Spouse has been applying a cream on her own. Follow up indicated that the skin irritation is improving.